Event description:
We are seeing mold or other growth in the circulating water bath of the fluid warmer. We are following the MFR IFU for composition of the circulating fluid. We have drained and cleaned the unit, again according to IFU, and within weeks are seeing growth (fuzz in the water, water discolored). FDA safety report ID# (B)(4).